Event description:
It was reported that the patient had not been getting much relief since implant. When they tried to program a bolus they couldn¿t because of the medication that was in the pump; it was the wrong concentration. They pulled out the dilaudid and put in dilaudid at a different concentration. After that, the patient was able to use the ptm (personal therapy manager). Since they made the change, the patient had had no relief. Something was different and she did not know what. The doctor ¿pumped it up 10% each time.¿ it was stated that ¿the bolus used to be at a higher rate, but it was there in error.¿ they left it at the same rate for a few months. The patient ended up with a pain patch and they took away the ptm until she was done with the pain patch. The patient had an episode of pain down the left leg which was when they put her on the pain patch. The patient was put back at a bolus level of 0.0025 which she felt was way too low; she didn¿t even feel it. The patient got boluses every 8 hours and it wasn¿t enough. At refills, when they took medication from the pump, the needle looked full like she hadn¿t even used any medication. The pump was delivering dilaudid. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter; product ID 8840, serial # unknown, product type programmer, physician. (B)(4).